Event description:
A letter from a customer requested heartstream's assistance in downloading data recorded by the automatic external defibrillator during an event, and a data card was enclosed. The customer indicated that the device initially advised a shock and then changed its decision. The customer believed that there was a change in the pt and that is why the device reversed its decision. Upon review of the event, it was determined that the pt's rhythm was either asystole or fine ventricular fibrillation. CPR was given, but the pt's ECG did not respond to the CPR, and the device did not advise any add'l shocks.